Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during a bolus delivery. The customer also stated that she was hospitalized two months ago for high blood glucose levels. The customer stated that the insulin pump was dropped, and it has not been the same since then. The insulin pump is now chipped at the battery cap. Advised that the insulin pump would be replaced.